Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7/page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient was hospitalized due to his blood glucose (bg) reading between 20.2 to 24 mmol/l (364 to 432 mg/dl) with ketones present. The patient believes that it was due to his insulin (humulin r) which would takes a while for it to start working. The pod was worn between 36 and 48 hours on the hip/buttocks. At the hospital they placed him on an intravenous therapy of fluids and he was given manual injection of insulins to control his bg levels.